Manufacturer narrative:
The patient¿s age and date of birth were not provided. Reference MFR report #2916596-2016-00981 for the previous admission for suspected thrombus. Also, reference MFR report # 2916596-2016-00436 for the report of the pump exchange on (B)(6) 2016, due to suspected thrombus. (B)(4). Approximate age of device - 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015 and underwent a pump exchange for suspected pump thrombus on (B)(6) 2016. The patient had been recently admitted in (B)(6) 2016 for suspected pump thrombosis. During admission, a speed echocardiogram (echo) found that the pump was not unloading the left ventricle. The patient was readmitted on (B)(6) 2016 due to pump stoppage and low flow alarms. It was suspected that there was a clot present within the pump. The team agreed to not administer tissue plasminogen activator (tpa). It was reported that the patient was not a surgical candidate. The patient's system controller log files were submitted to the manufacturer's technical services representative for evaluation. Higher pump power values and several brief pump stops were observed, consistent with suspected pump thrombosis. The patient was discharged on home hospice and lvad support was withdrawn on (B)(6) 2016. On (B)(6) 2016, the patient expired due to stroke, although no definitive diagnosis of stroke was made. It was reported that the patient's stroke was thought to be associated with the suspected clot within the pump.

Manufacturer narrative:
The report of low flow alarms and pump stoppage events was confirmed based on the evaluation of the submitted log file; however, a specific cause for the atypical events could not be conclusively determined through this evaluation. The report of device thrombosis could not be confirmed and a correlation between the device and the report of stroke leading up to the patient's outcome could not be determined. Based on the manufacturer¿s past complaint experience and similar reported events, the low speed / pump stoppage events, low flow hazard alarms, and sustained elevations in pump power could be indicative of potential device thrombosis; however, a specific cause for the atypical events captured in the log file could not be conclusively determined without a full evaluation of the device. The instructions for use lists device thrombosis and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.